Event description:
Title: reddick scoop tip cholangiogram catheter. Event desc: the reddick catheter would not fit down the introducer without breaking the balloon. Open another catheter with lot # rst1251 and the balloon broke on the catheter again when it was advanced down the introducer. Device usage problem: device malfunction: the device did not do what it was supposed to do.

Manufacturer narrative:
The device was not available for evaluation and the reported complaint made by the hospital could not be confirmed. During a recent audit of our internal complaint files it was found that two separate instances of the same product complaint from (B)(6) were reported to the FDA at the same time. Initially, they were internally filed together, but during a recent review of the files, the hospital was able to confirm that they were both separate complaints. Rst1292 was reported initially, device evaluations were performed and a medwatch file was completed (ref. 1220948-2008-00005). We have opened an internal file for rst1251 and this is the initial and final report that is being submitted. The hospital rep (B)(6) (rn) at (B)(6) was contacted about the exact same complaint but different lot number (ref. 1220948-2008-00005) she stated that the physician was unable to insert the catheter into the introducer during procedure. He was able to complete the procedure with another device. Since this device was not returned for evaluation, we cannot determine the root cause, but it is similar to the other complaint. We feel that when assessing the complaint risk, we do not feel this is a reportable MDR as it appears to be a user inconvenience.